Manufacturer narrative:
(B)(4). Per customer, the patient expired 2 days after the event date. There is no allegation that the ventilator malfunction contributed to patient demise.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient, the patient was removed and placed on a second ventilator. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) pcb. The unit passed extended self testing.